Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulation turned down on its own twice immediately after programming. They stated that they were told to get a new controller but was denied. The patient stated that they haven¿t been able to have the stimulator reprogrammed because the doctor¿s office is closed. No further actions have been taken at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the patient programmer (pp) was turning down/turning off stimulation. Through patient education it was discovered that the patient didn¿t understand the needed steps for syncing with the ins and that the therapy on and off button affect therapy rather than the pp. The patient confirmed user error. The patient clarified that by ¿turning down¿ the stimulation she meant that she would see stimulation setting as 0.0v on the pp when she knew she didn¿t make that adjustment. The patient did use adaptive stimulation but said she didn¿t change the settings programmed by the healthcare provider (hcp) office. The patient reported that this had happened two times, once after a doctor visit and one that didn¿t seem related to any event. The patient noted that the pp was in ¿mint condition.¿ no further complications were reported.